Event description:
A home patient (hp) contacted baxter's tech service ctr regarding a slow flow patient alarm that appeared on the homechoice display in fill 1/4. The fill volume at time of event was 829ml. The tech service rep (tsr) had the hp check for kinks, closed clamps, and fibrin. The hp repositioned but homechoice alarmed several times. Hp stated he had ended the previous therapy because he kept getting slow flow patient alarms in fill 1. Hp stated he was empty when he disconnected from previous therapy, however, the volume of fill 1 and drain 1 is unk. Hp stated that his said initial drain for current therapy = 325ml and hp's last fill volume = 500ml. Tsr assisted the home patient to fill to a total of 1874ml. Hp said he felt overfilled. The tsr conferenced hp's nurse into call. Tsr assisted the hp to manually drain. Hp's nurse requested that patient drain off 1500ml to a volume of about 300ml. Hp stated that he was constipated. The nurse prescribed a laxative, to flush the hp's bowels. Hp still wanted to continue to drain on the homechoice due to still feeling uncomfortable. The drain volume was 2955. Hp stated he would end therapy after the manual drain stops and will flush bowels as requested by the nurse. Hp's apd parameters are fv = 2500ml, ifv = 500ml, initial drain alarm set point = 200ml, minimum drain volume % = 85% and uf target = 1500 to 2000 ml. Hp has not had uf alarms in the past but has had low drain volume alarms before. Hp does not have chf or cirrhosis and had not had any diet or medication changes. According to the rn, the hp was not overfilled but was constipated; however, the hp drained 2955ml, 500ml more than what had been infused. The nurse stated hp often has drains of 3000ml. Both nurse and hp stated that hp's slow flow catheter issues caused slow flow alarms and that hp has not felt overfilled since hp was treated for constipation. Hp is temporarily on hemodialysis due to catheter issues.

Manufacturer narrative:
The device was requested for evaluation; however, the hp was not interested in an evaluation or swap of the device.